Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead (ipl) was explanted and replaced due to suspected fracture, and oversensing. No patient complications have been reported as a result of this event.